Event description:
Additional information on 3dec2018 and 12dec2018. It was reported that the patient ldh down to 440 on (B)(6) 2018 stopping integrillin drip. Echocardiography (echo) was unremarkable. The patient continues to have low flow alarms. Chest CT was performed to rule out inflow or outflow obstruction, and was unremarkable. Low flow alarms were believed to be caused by dehydration and the patient was given IV fluids. The patient ldh value was down to 387 on (B)(6) 2018. As of (B)(6) 2018, the patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s elevated ldh cannot be conclusively determined through this evaluation. Low flow alarms were confirmed via the log file data provided by the account. The submitted log files contained data between 11/8/2018 at 07:05:45 and 12/12/2018 at 13:02:39. Multiple low flow alarms were captured on 11/27 and from 12/2 through 12/9 when the estimated flow was calculated to be below the threshold of 2.5lpm. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on the device. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. Information regarding recommended anticoagulation therapy and inr range is provided in this document. The IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for ldh of 1333 with subtherapeutic inr of 1.6. The patient experienced low flow alarm for approximately 9 minutes on (B)(6) 2018. The manufacturer's technical service representative reviewed the submitted log file and confirmed the low flow alarm. Heparin was given to the patient and stopped with inr back to baseline of 2 range. The patient was also given eptifibatide and ldh trended back to 690.